Event description:
Doctor was receiving intermittent cut when activating during a procedure. The doctor swapped the footswitch with another footswitch and completed the case with no patient consequence.